Event description:
Healthcare professional reported right side deflation. Healthcare professional also reported "partial collapse on the right" and "rapidly developing coarse pleomorphic appearing calcifications in the right breast." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve, wear abrasion, yellow particles in device inner surface and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crack assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional also reported "partial collapse on the right" and "rapidly developing coarse pleomorphic appearing calcifications in the right breast." Device has been explanted.